Manufacturer narrative:
It was reported that there was a gap on the lateral side of the femur block. The medial side fits flush. The affected visionaire adaptive guide, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering review by our visionaire team noted that after evaluation, it was found that the case was within the visionaire standards. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Some potential cause of the reported event could include but is not limited to the surgical technique used. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported tha there was a gap on the lateral side of the femur block. Medial side fit flush. No more information available.